Event description:
Pt reported infusion device stopped working without warning due to power pack depletion. He indicated the power packs had been in use for 3-4 weeks. Pt stated that he changed the power packs and the infusion device functioned properly. Pt reported a daily insulin intake of 60-75 units. He indicated that he was not made aware of the recall by his distributor. Company rep informed pt of the recall and added him to the mailing list to ensure the recall notification and replacement product are received. He did not report any physiological effects associated with this issue. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product will not be returned for eval.

Manufacturer narrative:
Product not returned for evaluation. Issue described to agency in recall.